Manufacturer narrative:
On 22feb2022: this is a report from a laboratory healthcare professional involving the piccolo instrument with the following details: on (B)(6) 2022: 4:00 am - blood drawn from patient and analyzed (whole blood) using the piccolo basic metabolic panel lot# 1413bc4. Results: sodium (na+) = 142 (range: 128-145) mmol/l. The patient was not treated. On (B)(6) 2022:4:00 am - blood drawn (new) from patient and analyzed (whole blood) using the piccolo basic metabolic panel lot# 1413bc4. Results: sodium (na+) = 142 (range: 128-145) mmol/l. The patient was not treated. On (B)(6) 2022: 7:48 am - blood drawn from patient and analyzed (whole blood) using the piccolo basic metabolic panel lot# 1413bc4. Results: sodium (na+) = 149 (128-145) mmol/l. The patient was not treated. On (B)(6) 2022: 12:00 pm - serum from the same 7:48 am blood draw was analyzed using the piccolo basic metabolic panel lot# 1413bc4. Results: sodium (na+) = 140 (128-145) mmol/l. The reporter stated that the physician did not know which sodium result he should base the treatment on and proceeded to treat the patient for hypernatremia. The reporter was not aware of if the doctor noticed any signs of hypernatremia. The reporter indicated that the outcome was that the patient was discharged and there was no harm done to the patient from the treatment. On 16mar2022: the reporter responded to technical support request for additional details and to obtain the piccolo instrument back for further investigation. The reporter stated that after her extensive research (with the patient exhibiting high sodium (na+ results), she concluded that results were related to methods used by the nurse to collect the blood; the nurse was collecting the blood from IV line and not from a peripheral stick. The reporter did not have a concern with the piccolo instrument or associated rotors and did not want to return the instrument back to the company for further investigation. According to the reporter, the laboratory quality control results were within range. No further information was provided.

Event description:
The customer a healthcare professional, reported unexpected high sodium (na+ ) on different blood draws. The patient was treated.

Manufacturer narrative:
The laboratory results listed for (B)(6) 2022 4:00am listed in the narrative have been corrected due to a typographical error in the intial submission. The initial submission showed sodium (na+) results = 142 mmol/l. The corrected result below as shown below should be sodium (na+) =149 mmol/l. (B)(6) 2022: 4:00 am - blood drawn from patient and analyzed (whole blood) using the piccolo basic metabolic panel lot# 1413bc4. Results: sodium (na+) = 149 (range: 128-145) mmol/l. The patient was not treated.